Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# va0duw1, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation and had a loss of therapeutic effect. It didn¿t seem like it was working. The patient had it on right now and was looking at the screen and it showed program 1 at 1.9v. The patient was sick for several weeks and that was 2 weeks before christmas. It had not been registering for 6 to 7 weeks that the patient could feel. The patient was going to the bathroom constantly. The patient was told to try program 2 in the fall, but didn't work and the patient went back. If the stimulation was too high, it curled the patient¿s toes. The patient was on program 3 at 1.7v. There was not a 50 percent or greater symptom reduction. The cause of the event was not determined, it was unknown if it was device related, and reprogramming was not needed. The patient was still considering reprogramming. No troubleshooting, interventions, or other actions were taken to resolve the event. The patient experienced a gradual loss of therapeutic effect and a gradual loss of stimulation. The patient was not recovered, with symptoms or an issue ongoing. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.